Event description:
It was reported the pins blocked the borehole damaging the pin driver. Reported event did not occur in an operating room or as part of a medical procedure. There was no patient involvement. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Visual examination of pictures received show signs of use but the complaint could not be confirmed by the images. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. Concomitant medical products: 00599708000, 61119837 7 deg right cut guide unknown drill pin. Foreign country: (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 03471, 0001822565 - 2021 - 03472.